Event description:
The user reported that during an angiographic procedure while removing the sheath from the femoral artery, they felt some resistance. They continued twisting and retracting the sheath when it broke in half. The user consulted a vascular surgeon and then snared out the remaining section of the sheath that was found on the guide wire. The patient was discharged the same day. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device is held by the user¿s risk management department and is not expected to be returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A photograph was provided that showed the device sheath had been severely stretched to the point of failure. Merit is unable to determine a root cause without the device.